Event description:
The lay user/pt contacted lifescan on june 21, 2008 and alleged that her one touch ultra meter was displaying the error 3 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that she became shaky at a period when she could not test due to the alleged issue. It is not known as to when the issue first occurred and how long the pt was not able to test. She reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. Per the pt, the condition of the test strips was good and her testing technique was also correct. However, the issue was not resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the pt claimed to have experienced shakiness at a period when she could not test on the meter due to the alleged issue. The reported issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.